Event description:
It was reported that during an open left lower lobectomy, some staples of the distal part of one side of the staple line were not deployed at the 2nd firing when atw35 was used on the lung vein. The other staples were formed b-form shape. As oozing was confirmed, three stitches with 6-0 suture were additionally performed. There were no anomalies noted when the device was fired. Buttressing material was not utilized. Sc60a loading ecr60g were also used on the lung parenchyma. During the operation, the leak test was performed and a minor leak was confirmed. Additional suture was performed to repair. After the operation, air leak was confirmed from drainage. Reoperation was performed at the night of the operation day. Staples on the edge of the staple line which was stapled with sc60a were unformed. Additional suture was performed to repair. There were no anomalies noted when the device was fired. Buttressing material was not utilized. The doctor had said that possibly he should have used the black cartridge (made by covidien) whose staple height is higher than ecr60g. Although the field of view was somewhat bad, the doctor had said that all the staples seemed to be formed b-form shape when sc60a was fired. According to the sales rep who attended the former procedure, it seemed that the firing force of atw35 at the firing had been a little higher. Besides, no anomaly had been found in sc60a and ecr60g and no malformed staples related to sc60a and ecr60g were noticed in the former procedure. The patient has been followed at ICU as of (B)(6). Atw35 x1 tr35w x1 will be returning. Sc60a and ecr60g were discarded. After the device was received, one side of the staple drivers of atw35 were up halfway. When the sales rep took off tr53w from the jaw with a pean forceps, the cartridge pan was remained inside the jaw.

Manufacturer narrative:
(B)(4). Cartridge, wedge sleds. The analysis results showed that one was returned in good visual condition and with a reload present. The reload was received fully fired on the left side, partially fired on the right side and the lockout spring normal; in addition, the cartridge pan was partially engaged, the cartridge deck was indented on the distal end, some drivers, left wedge and heat stake posts were damaged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the damage to the cartridge occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Per the affiliate, "what vein was the atw35 being fired on? ---the atw35 was fired on the lung vein. Was the device fired over or near any clips or hard objects? ---the doctor has said "no". However, since there were bents on the atw35 cartridge surface as the result of the investigation of (B)(4) facility, it's a possibility. Here are pictures taken in (B)(4) facility. Were there any clips used in the procedure? ---we have no detailed information. What tissue was the sc60a fired on? ---the atw35 was fired on the lung parenchyma. What was the tissue condition? ---the doctor had said "normal". However, the doctor also has said that possibly he should have used the black cartridge (made by covidien) whose staple height is higher than ecr60g. During the reoperation, where were the sc60a unformed staples seen? What tissue? ---staples on the edge of the staple line were unformed. The lung parenchyma. What firing of the device did this occur? ---we have no detailed information. How is the patient currently? ---the patient's condition is stabilized. Is the patient expected to have a full recovery? ---yes. Is there any video of the procedure? ---no. Have you taken photos of the atw35 cartridge? --- yes, please refer to the above attachment. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What vein was the atw35 being fired on? Was the device fired over or near any clips or hard objects? Were there any clips used in the procedure? What tissue was the sc60a fired on? What was the tissue condition? During the reoperation, where were the sc60a unformed staples seen? What tissue? What firing of the device did this occur? How is the patient currently? Is the patient expected to have a full recovery? Is there any video of the procedure? Have you taken photos of the atw35 cartridge?